Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and recurring no delivery alarm. Customer's blood glucose value was 500 mg/dl at the time of incident and current blood glucose was 200 mg/dl. The customer was treated with manual injection. The alarm was resolved by changing the complete set. Troubleshooting cannot be completed due to device being frozen. No product will be returned for analysis.